Event description:
The event is reported as: oxygen flow did not rise when setting was increased. No patient injury reported.

Manufacturer narrative:
Device has been received by the manufacturer but the investigation is incomplete at time of this report. A follow up report will be sent when completed.